Manufacturer narrative:
Additional information received indicates that the vessel type was arterial. The mynx vcd was prepped according to instructions for use (IFU). The device was not storage temperature exceeded 25 °c. Hemostasis was achieved with another mynx device. The patient's hospitalization was not extended as a result of the event. The patient recovered. As reported, two 6/7f mynxgrip vascular closure devices (vcd) did not deploy. There was no reported patient injury. The vessel type was arterial. The mynx vcds were prepped according to the instructions for use (IFU). The devices were not stored in a temperature that exceeded 25 °c. Hemostasis was achieved with another mynx device. The patient's hospitalization was not extended as a result of the event. The patient recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with the stopcock open. The advancer was deployed on the catheter shaft, covering the balloon as received. The sealant, procedure sheath and syringe were not returned with the device. In addition, it was noted that there was no blood observed on the surface of the returned device, and no saline or saline residue was observed in the inflation tube nor in the balloon, which indicated that the device had not been prepped with saline. The condition of the returned device does not match the description of the complaint. The catheter and shuttle cartridge were inspected for anomalies that may have contributed to the reported event. No visual damages or anomalies were observed. Shuttle down procedure was simulated and the advancer tube was found properly engaged to the proximal tamp lock during the investigation. No anomalies were observed. The advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. Visual inspection at high magnification also showed there were no blood on the surface and no saline or saline residue in the inflation tube nor in the balloon of the returned device. A device history record (DHR) review of lot f1822102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device since the sealant was not received. Additionally, the reported ¿sealant failure to deploy¿ could not be confirmed for the reported device that was not returned for analysis. The exact cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and the product analysis of the returned device, procedural/handling factors may have contributed to the issues reported since functional analysis was performed successfully. However, the returned device did not match the event reported since the device was returned with no sign of blood exposure or saline/contrast in the balloon lumen. Prior to attempting to deploy the device, the device would need to be inserted into the access site vessel and inflated with saline or a contrast/saline solution at the arteriotomy. Therefore, it is possible that the issue experienced occurred prior to use in the patient and it occurred after improper prep of the device. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The returned device performed as intended per the mynxgrip instructions for use (IFU). Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2018-00824 and 3004939290-2018-00825.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, two 6/7f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. The device history record (DHR) reviews of lot f1822102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failure to deploy events reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. Corrected data: device available for evaluation. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2018-00824 and 3004939290-2018-00825.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1822102) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The device will be return for evaluation.